Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd881557, gd880781) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dosage, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported that the patient experienced bacterial peritonitis on (B)(6) 2011, and was not hospitalized. The cause of the peritonitis was unknown. The patient was recovering. The treatment for the peritonitis started the same day and included ip ancef (dosage and frequency not reported) and ip gentamicin (dosage and frequency not reported) and ip vancomycin (dosage and frequency not reported). The peritonitis was resolving and dianeal was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy.